Manufacturer narrative:
Investigation outcome: the log files show that the device repeatedly detected an ¿exhalation obstructed¿ condition. This pattern clearly indicates that the device repeatedly measured a restriction in the expiratory flow. The problem was not a single short event, but a persistent and recurring obstruction. The received video shows that the device works when placed on a flat, hard surface and when the vent is not blocked, but the curve drops at a slower rate. According to the service report, the expiratory valve assembly, communication board cover, and control board were replaced. A crack was found in the communication board cover, and the device failed the power loss test. However, these findings are not technically related to the repeated ¿exhalation obstructed¿ alarms. The cracked cover and the control board replacement do not explain the expiratory flow obstruction seen in the log data. In conclusion, the reported issue was most likely caused by a restriction or malfunction in the expiratory path, with the expiratory valve assembly being the most probable source. The replacement of the expiratory valve assembly solved the issue. The replacement of the communication board cover and control board is not considered related to the reported case. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: "I wasn¿t sure what was wrong with the hamilton t1ventilator. The patient was ventilating fine until we got him onto the stretcher. The ¿exhalation obstruction¿ alarm (colour red) started to go on and off , self-terminating. I¿ve tried to troubleshoot the error. In terms of the patient¿s factor, I have tried to suction down the tracheostomy and it was clear. The patient was not wheezy and the et co2 curve did not suggest bronchospasm. I¿ve also tried disconnecting the patient from the hamilton, and manually decompressing the chest in case he was breath stacking with no improvement. In terms of the circuit factor, we have changed the circuit twice, changedhme twice, hme was not saturated, and ventilatedthe patient without a hme. The circuit connection at the expiratory valve set was snugged and there was nothing obstructive in the expiratory port or air flow. There were no audible leaks and even with circuit change, the alarm was still there. In terms of the ventilator, it was checked and when the ventilator started alarming, I¿ve repeated the ventilator check with the current and new circuit which it passed. This was also done with caroline just to be 100% sure we have not missed anything. I started to suspect a ventilator issue at this point as when I returned the patient to the drager evita, the pressure and flow curve was as expected and it did not raise any alarm of obstruction. What struck me while trying to identify the issue further was when I inspected the hamilton, at an angle, the pressure and flow curve improved. The issue seems to resolve itself when the ventilator was placed screen side facing up." User couldn't get the 2 exhalations obstructed" alarm to stop, they decided to cancel the patient transfer from scotland to england. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far norelation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The device was manufactured in 2012, therefore no UDI can be provided.